Event description:
It was reported that before surgery, the neuromonitoring endotracheal tube was used. During the pre-inflation check, the cuff was found to be leaking air. A spare endotracheal tube was used, causing a delay of 15 minutes. The procedure was completed with backup products, and there was no impact on the patient.

Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and inflation and deflation occurred normally. The balloon was re-inflated and deflated multiple times with no issues. For further analysis, a leak test was performed by submerging the balloon and the inflation assembly, at separate times, under water and no leaks were observed. Electrically, for additional analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.4 ohms (blue), 3.4 ohms (blue with white stripe), 3.5 ohms (red), and 3.5 ohms (red with white stripe). In the returned condition, there was n o out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.